Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 09-apr-2026, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was having new or increased pain at lead insertion site. The patient was hospitalized and the device was removed. The issue was resolved.